Manufacturer narrative:
Concomitant medical products: product ID: d -evprop2329us, serial/lot #: (B)(4), ubd: 01-sep-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the pig tail was being pulled from the valve, the valve dislodged completely out of the annulus into the ascending aorta. The patient was stable and there was no aortic insufficiency present. It was decided to implant a second valve. The second system was unable to pass through the dislodged valve in the ascending aorta. The delivery catheter system (dcs) nose cone would not advance through the frame of the valve. The attempt was aborted. A balloon aortic valvuloplasty (bav) was performed to treat the aortic stenosis since the valve was unable to be implanted. Moderate calcification was noted to be present. No adverse patient effects were reported.